Event description:
Additional information later reported it was unknown when the volume discrepancies began but the practitioner stated it was noticed over the last ¿few¿ refills. A catheter dye study was done and the catheter was found to be patent and intact per the hcp. Additional information later reported the volume discrepancies 1st noted (B)(6) 2013. A dye study was done (B)(6) 2014 and showed the pump functioning and catheter in place. The patient¿s dosage was increased (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 information was received from a representative indicating that the arv exceeded the erv, 9 ml to 5 ml. The volumes had been off for the past few refills. The patient felt nausea and an increase in pain right before the refill. The logs were checked and were normal. A dye study also showed nothing abnormal.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8709 , lot# l68733, implanted: (B)(6)2000, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the pump revealed no anomaly. As received, the pump was empty and left and simple continuous infusion mode. Pump logs were gathered and a motor stall recovery was noted, indicating that, during pump life, the pump stalled and then recovered. Analysis of a returned catheter with an unknown serial number revealed coring, tears, and/or cuts in the seal of the sutureless connector, which met leak criteria.

Event description:
On 6/5/2014, information was received from a representative indicating that the patient was receiving effective therapy at this time, and that they were no longer having nausea or vomiting. They had pain relief.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l68733, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Additional information received reported that there was a complete system replacement.

Event description:
It was reported that there had been at least three recent refills that had noticeable volume discrepancies. One volume discrepancy had an expected reservoir volume (erv) of 3.7ml and an actual reservoir volume (arv) of 8ml. The cause of the discrepancies was unknown. The pump logs were checked and the physician planned to do a catheter dye study. The patient experienced flu-like symptoms, specified as occasional nausea, vomiting and diaphoresis. The device system was used to deliver morphine and bupivacaine.